Event description:
A customer reported to beckman coulter that the unicel dxi 800 access immunoassay system generated free t3 (ft3, free triiodothyronine), total t3 (tt3), and total t4 (total thyroxine) results that were discordant to another methodology. The results were not released out of the laboratory, and there was no change or impact to the patient treatment. The customer obtained ft3, tt3, and tt4 results, discordant to another methodology, from two dxi instruments, serial numbers (B)(4), on (B)(6) 2013 for total ten (10) patients. This report documents the patient results obtained from the dxi instrument with the serial number (B)(4) on (B)(6) 2013 for five (5) patients. The related events are documented in the below listed reports: MDR #2122870-2013-00182, MDR #2122870-2013-00184, MDR #2122870-2013-00185. The customer used below listed reagents for the assays: access total t3: catalogue number 33830, lot number not supplied; access free t3: catalogue number 33850, lot number 223451; access total t4: catalogue number 33800, lot number 221295.

Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the customer site to verify instrument performance. The fse noted that the instruments were performing within specifications and that the preventive maintenance was all up to date. The fse found no hardware issues that could have contributed to the event. There was insufficient evidence to reasonably conclude that a specific cause and/or malfunction occurred in conjunction with this event.